Event description:
Pt here for bmt. Pt stated "it really hurts right here" (pointing to right subclavian area where the central line was inserted). Further stated "I think I'm having an allergic reaction to the tape on this dressing." Nurse pulled back the tape and dressing and discovered that the central line was completely out of the pt. Nurse turned off the IV pumps that were attached to the central line and put a clean dressing at the insertion site after inspecting the site for extravasation. Upon inspection of the catheter, noted that it was no where to be found on or near the pt, assumed that it could possibly be lodged inside the pt. Dr ordered a stat cxr. Cxr was taken and a peripheral access was initiated in order to continue IV med administration. Follow-up on the cxr did not show any signs of the catheter tip in the pt.